Event description:
It was reported that during the spaceoar placement procedure, the device clogged, therefore were unable to completed entire hydrogel placement. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown. Additional information received on 17nov2025. It was further reported that the clogged occurred during the injection in the y-adaptor, 5 ml were injected prior to the clogging. Therefore, the event was considered completed.

Manufacturer narrative:
Additional information block b5 (describe event or problem) has been updated based on additional information. Based on the additional information, the procedure was completed with 5ml of the product. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported cancelled/rescheduled procedure with a patient under anesthesia or sedation is unknown. Block h6 (impact codes) were updated based on additional information. Block h6: imdrf impact code f1909 captures the reportable event of procedure aborted.

Manufacturer narrative:
Block h6: imdrf impact code f1909 captures the reportable event of procedure aborted.

Event description:
It was reported that during the spaceoar placement procedure, the device clogged, therefore were unable to completed entire hydrogel placement. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.